Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose levels in the 30 mg/dl range at the time of the incident. The customer used food and was given glucose to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer reported their pump drive support cap was protruded. Troubleshooting was not completed. The insulin pump will be returned for analysis on a different case.